Event description:
Information received indicates the stretcher continues to roll after the brake is set.

Manufacturer narrative:
The technician isolated the issue to the brake casters. He adjusted the four brake casters to repair the stretcher.